Event description:
Medtronic received information via literature review of a summary review of transcatheter prosthetic valve therapies for the pulmonary and tricuspid positions. For the pulmonary position, the article states medtronic pulmonary prosthetic valves (model/serial not reported) have repeatedly proven the clinical benefit of the procedure, measurable by significant reductions of the gradients following alleviation of stenosis, and regurgitant fraction. However, observed complications have included bleeding, dislodgement, embolization of the distal catheter tip, compression of the left main coronary causing ischemia, and long-term mechanical deterioration in the form of frame fractures or mid-prosthesis diameter reduction. For the tricuspid position, the article states there are no dedicated transcatheter treatment strategies with clinically significant experience, however off-label use of medtronic pulmonary prosthetic valves in the tricuspid position is known to have occurred. No additional adverse patient effects were reported. No details were provided regarding the number, gender, age, or weight of the patient population implanted with medtronic pulmonary prosthetic valves.

Manufacturer narrative:
The devices were not returned to medtronic. (B)(6).

Manufacturer narrative:
Conclusion: no device was returned, and no unique device identifier numbers were provided. Without this information a review of the device history record could not be performed, and no root cause could be identified.